Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ dehp free infusion set had foreign matter in or on the cannula. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacture: no. Investigation summary: no sample was returned to sbdm, the lot number is 2707261. Pictures were provided to sbdm. The pictures show brown substance on the spike. House sample inspection: sbdm checked 15 pcs for lot 2707162. No foreign matter was observed in all 30 pcs. Device history record review: sbdm reviewed the manufacturing record for lot 2707162. No abnormality was observed. Root cause: from investigation, there are 2 possible causes: during spike molding manufacturing process, when the spike component is injected from the spike mold, it may not be dropped downwards to collection bin immediately. There are chances the tie bar may have stuck the spike and the spike may get contaminated by oil stain from the tie bar. Another possibility is oil from injection machine could be dropped into the products when supporting molding parts are moving along the bed of injection machine. Corrective actions: sbdm had quality training on this customer complaint for IV set assembly line and injection molding line workers. Sbdm are implementing tightened product & process monitoring and strengthening quality inspection for IV set manufacturing process. Sbdm completed maintenance repair and 5s for spike molding injection machine. Sbdm install pvc guard on the tie bar to prevent oil drop on the products for spike injection machine. Sbdm will check the tie bar guard every day and will replace every month. Sbdm install bed guard on the injection machine to prevent oil drop on the products. Sbdm has in house CAPA-(B)(4) in place to monitor defect and trend.

Event description:
It was reported that a bd¿ dehp free infusion set had foreign matter in or on the cannula. There was no report of exposure, serious injury or medical intervention.